Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 66227be00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hcv reagent lot 66227be00 was identified.

Event description:
The customer observed false nonreactive alinity I anti-hcv results when compared to another method (cobas) for two samples. The following results were provided: sid (B)(6), (B)(6)2025. Initial result alinity I anti-hcv 0.72 s/co (nonreactive), repeated 0.74 s/co (nonreactive), repeated (B)(6) 2025 2.14 coi, initial result cobas 2.1 coi (reactive), repeated 2.09 coi (reactive). Sid (B)(6), (B)(6) 2025. Initial result cobas result 6.05 coi (reactive), alinity I anti-hcv result 0.71 s/co (nonreactive). Sid (B)(6) repeated with other reagent lot and the result was 0.71 s/co. The customer sent sid (B)(6) to reference lab to recheck on alinity, and result was 1.04 s/co. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p06 that has a similar product distributed in the us, list number 8p05, anti-hcv, with 510k/PMA/bla number p050042.

Event description:
The customer observed false nonreactive alinity I anti-hcv results when compared to another method (cobas) for two samples. The following results were provided: sid (B)(6) 2025, initial result alinity I anti-hcv 0.72 s/co (nonreactive), repeated 0.74 s/co (nonreactive), repeated (B)(6) 2025 2.14 coi, initial result cobas 2.1 coi (reactive), repeated 2.09 coi (reactive). Sid (B)(6) 2025, initial result cobas result 6.05 coi (reactive), alinity I anti-hcv result 0.71 s/co (nonreactive). Sid (B)(6) repeated with other reagent lot and the result was 0.71 s/co. The customer sent sid (B)(6) to reference lab to recheck on alinity, and result was 1.04 s/co. No impact to patient management was reported.